Event description:
As per a manufacturer incident report we received from the factory in (B)(6): paediatric consultant surgeon was doing thoracic oesophageal duplication cyst resection via thoracotomy approach during surgery. Surgeon was using forceps kelly dissecting & grasping 3mm. Somehow, when surgeon tred to take forceps kelly out, it was not coming through 3mm trocar. So surgeon made an incision bigger and removed the forceps. When the forceps out, scrub nurse noticed screw is missing from the forceps and informed the surgeon. Did x-ray to patient, nothing found. The patient condition post-op was okay. (MFR's. Internal complaint #(B)(4)).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer.

Manufacturer narrative:
Per manufacturer's evaluation finding: the affected 30310mds forceps insert has been inspected by the manufacturer. Upon the investigation it could be confirmed that one rivet on the joint/hinge of the forceps is broken. Based on the breaking point visible on the rivet, which shows an even fracture, it an be concluded that there must have been a large shear effect/ mechanical overload exerted on the rivet to cause the breakage. A mechanical overload by too much force application is, therefore, determined as the most probable root cause. In addition, the affected article was produced in june 2012, so it can be assumed that there has been some wear coming from many applications. The applicable instruction manual for the product includes the following safety relevant information: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position.". "Warning: risk of injury: incorretly assembled and damaged instruments can lead to injuries to the patient. Instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage, and in full working order and have no unintentional rough surfaces, sharp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient.".